Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal baclofen 2250 mcg/ml at 854 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had somnolence leading to hospitalizations. It was reported that the cause was unknown. Diagnostics/troubleshooting included ECG testing, baclofen dose reduced, and a catheter dye study and rotor study. All of the testing did not indicate the reason for the patient's symptoms. The decision was made to replace the patient's pump and catheter. It was unknown if the issue was resolved at the time of the report. It was unknown if the issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 61 kg. Their medical history consisted of cerebral palsy, intractable spasticity, seizures, and two automobile accidents.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial#(B)(6), implanted: (B)(6) 2021. Explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep visited the patient's managing physician. The physician was unable to see the rep at the time, but their medical assistant called later in the day and left the rep a message stating that the patient was doing better. No reason for the cause was given.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2021; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.